Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezd1781 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that patient and staff reported issues with a PICC line being "positinal" and then leaking started. When attempting the rewire of PICC, it was noted to have a split in the line at 12cm. The full line was eventually removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed, and the cause was likely use related. The investigation findings are consistent with catheter damage caused by contact with a sharp instrument. The product returned for evaluation was a 4fr s/l powerpicc catheter. The catheter was returned in three segments: the proximal section measured 24 inches in length (printed indicators 0-11cm depth markers), the middle section measures 8.2cm (printed indicators 12-19cm depth markers), and the distal section that measures 24.8cm (printed indicators 27-51cm depth markers). The 12cm region was examined as it was called out in the event description. The catheter contained a break at this section which resulted in a fracture plane which was diagonal to the length of the catheter. The opposing end of the middle section, and both ends of the distal section, was confirmed to be a cut. Microscopic examination of the break at the 12cm depth marking showed that linear, striation-like, patterns were seen throughout the fracture region. The distal most region was feathered to a fine plane. These fracture features are characteristic of contact with a sharp edged instrument. Care should be taken to avoid catheter contact with a sharp object.